Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The consumer stated that her battery is no longer accepting a charge. When she uses it, the char will drive, slow down, and then stop. MDR filed.